Event description:
It was reported that during an therapeutic ercp procedure, under sedation a mechanical lithotripter basket was used and while attempting to discharge the captured stone reported to be approximately 7¿8 mm, the physician partially reduced the basket size by operating the ratchet and planned to remove the basket with the stone still captured. However, the stone became impacted, the ratchet mechanism could no longer be operated, and the grip on the handle side and coil sheath became deformed during lithotripsy. As such, a bambeck handle was used to release the impaction, and the procedure was successfully completed with the olympus back-up device. The procedure time was prolonged by approximately 30 minutes. There were no reports of adverse patient effects.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.